Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result. The device and the fell off adhesive fragment were returned to olympus medical systems corp. (Omsc) for evaluation. The evaluation confirmed following; there were missing parts of the adhesive on the bending section cover. There were scratches on the bending section surface. The distal end of the bending section had a dent. The fragment of the adhesive had a sign that the fragment originally came from the bending section of the device. Although the exact cause about the fell off of the fragment of the adhesive could not be conclusively determined, it is surmised that an interference with other sharp object due to there were scratches on the bending rubber. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. As the evaluation is in progress, the exact cause of the reported event could not be conclusively determined at this time. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a diagnostic procedure, a fragment of adhesive fell off from the bending section of the subject device within the bronchus of the patient. The fragment was retrieved using a forceps and the procedure was completed using the subject device. It was reported that they were informed of the crack of the adhesive a few days before the procedure at the maintenance inspection. There was no report of patient injury associated with this report.